Event description:
It was reported that the procedure was to treat restenosis (from endarterectomy) of the bifurcation of the left carotid artery. The patient was symptomatic, including the night before the procedure, and was considered a high risk patient. The accunet was placed and the acculink stent was deployed without any issue. Post stent deployment, the patient showed signs of a stroke. The patient could not speak and move their right hand.